Event description:
It was reported that, during an internal fixation surgery, while inserting the screw using a long hexdriver, the tip of the inner rod broke off. The piece was remained inside the head of a trigen low profile screw 5.0mm x 30mm (concomitant), and then, was removed along with the screw. Pieces of the broken device fell inside the patient, all were successfully retrieved. Surgery was resumed, after a non-significant delay, with a back-up device and back-up screw. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was fractured along the tip of the inner rod, rendering the device inoperative. The device shows signs of extensive use. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. The clinical/medical evaluation concluded that based on the information provided, the tip of the inner rod broke off and was retained in the head of the trigen screw and they were removed in addition to, the screw. Subsequently all the pieces of the broken device that fell inside the patient were all removed. According to the report, the surgery was resumed, after a non-significant delay, with a back-up device and back-up screw. Since there was no other harm alleged to this patient, no further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Due to the need for a backup device, a contribution of the device to the reported event could be corroborated. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. Additional information: d3 and d8/d9